Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is based on the customer's report "does not remember exact date, says first week of march". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results and it is unknown whether the customer noted a trend arrow on the device. The customer experienced fatigue and dizziness. The customer was unable to self-treat. A sensor glucose reading of approximately 173 mg/dl was obtained from the adc device, compared to a reading of 690 mg/dl from the ambulance¿s blood glucose meter (bgm). It is unclear whether the readings were taken within a clinically relevant timeframe (e.g., within 10 minutes). Furthermore, the type of healthcare professional treatment provided was not specified and the customer could not recall the exact comparison made at the hospital. There was no report of death or permanent impairment associated with this event.